Event description:
A facility representative reported a patient with an partial flap during a lasik surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site # (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. The DHR (device history record) was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The company representative was able to confirm and replicate the system message codes. However, they were unable to confirm or replicate any nonconformity in the pedal at the time of service. The company representative found a nonconformity in the connector on the controller card (component). To resolve the observed nonconformity, the system was subsequently uninstalled at the facility site and was replaced with another console. The replaced console was examined and tested. The system was then found to meet specifications. While the company representative found the x galvo controller card (on the original console), to be nonconforming, it remains inconclusive whether this contributed to the reported event. It remains inconclusive when or how the x galvo controller card on the original console became nonconforming. The root cause of the reported ¿partial flap¿ cannot be determined conclusively. The root cause of the (original console) ¿x-galvo controller non-conformity,¿ is also determined to be inconclusive, based upon the information. It remains inconclusive whether this contributed to the reported event. The manufacturer internal reference number is: (B)(4).